Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that this rv lead was fractured. The device was programmed to aair. Hcp believes that ra rates were high. Hcp inquired on how to store the rates. Hcp did not want to activate the v lead. Ts discussed that the rythmiq would work and advised to be in a tracking mode.